Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the unit being stuck on the handpiece was confirmed. The unit was examined and it was further confirmed that the burr was stuck in the craniotome device. An assessment was performed on the attachment device. It was noted that the handpiece (eg1) without the attachment assembled was placed in the run position and the user assembled (couples) the attachment and cutter which locks them together and they cannot be disassembled. It was also noted during pre-repair evaluation that the foot plate tip was drilled out. It was determined that the cause of this condition was too much lateral force be applied causing the cutter to come into contact with the neuro tip. The assignable root cause of this condition was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the handpiece device and the attachment device were stuck together. It was further reported that the cutter device was stuck in the attachment device. During in-house engineering evaluation, it was observed that the foot plate of the craniotome device was drilled out. The event was not reported to have occurred during a surgical procedure. It was reported that there was no surgical delay caused by the event. It was not reported if spare devices were available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.